Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The 29mm sapien 3 valve was not returned for evaluation without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was reviewed and the following observations were observed: the valve was initially positioned low (the center markers were below the base of cusps) with the valve being placed too ventricular. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u, and the procedural training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve malposition was confirmed based on the provided imagery. A review of the DHR, complaint history, and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, "during valve deployment, the valve advanced deep in the lvot. As per medical opinion, severe tortuosity in the iliac and abdominal aorta stored tension in the delivery system which advanced the valve during deployment." Per the instructions for use (IFU), "position thv with bottom of center marker at base of cusps" and "release delivery system tension prior to deployment by ensuring thv is coaxial within annulus on final position." In this case, the valve was positioned too ventricular as the center marker was below the base of the cusps. Additionally, the tension was built up tension in the delivery system due to the tortuous anatomy, so if the tension was not released prior valve deployment, which could lead thv move toward ventricular resulting in malposition. In this case, available information suggests that procedural factors (valve positioning and deployment technique, build up tension) may have contributed to the complaint event of a malpositioned valve. The complaint for the valve migrated was unable to be confirmed. A review of the DHR, complaint history, and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, "upon removal of the esheath, echo reported the valve had moved. Fluoroscopy confirmed the valve had migrated more ventricular; the native leaflets were closing above the sapien 3 stent frame." Per provided imagery, the valve was deployed too low or ventricular, so the deployed valve could have the risk to dislodge from the target site (native annulus). In additional, the native leaflets were overhang above the deployed valve as reported, which could push the deployed valve toward ventricular during the coaptation. Available information suggests that procedural factors (thv malpositioned, native leaflets overhang) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing. Valve remains implanted.

Event description:
During a tavr procedure using a 29mm sapien 3 valve via transfemoral approach, during valve deployment, the valve advanced deep in the left ventricular outflow tract (lvot). Initially, the echo showed a mild leak, and hemodynamics were favorable. Therefore, it was decided not to intervene. Upon removal of the esheath, the echo reported the valve had moved. Fluoroscopy confirmed the valve had migrated more ventricular; the native leaflets were closing above the sapien 3 stent frame. Therefore, it was decided to implant a second valve from a transapical approach. It was successful in sealing the leak and stabilizing the first valve. The patient was transferred to the csicu for recovery.